Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was unknown. Customer stated that they had a received post-reset ram crc alarm while starting the pump. The customer was advised to delete xmtr serial number from pump and wirelessly connect xmtr serial number to pump per instruction for use. The insulin pump will not be returned for analysis.